Manufacturer narrative:
This supplemental report is being submitted to provide correction for h11. Based on the results of the investigation. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results and past findings, the product technical investigation (pti) process suggests potential causes from reasonably known information, including component damage or degradation, environmental issues such as dust/contamination/humidity/ambient light, optical issues, compatibility issues, thermal issues, and electrical issues like signal loss or circuit breaks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope exhibited a blackout during service and maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.